Event description:
The physician attempted and was successful at retrieving the cook celect navalign femoral vena cava filter, however, the filter should have been in the inferior vena cava but had migrated into the right atrium. A foreign object did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). An investigation has been conducted based on the description and the rec'd images. The images reveal an overexpanded filter. However, it is not possible to determine an exact root cause to this event based on these images and the limited info provided. It is known from complaint history that filter legs may be prevented from expansion if caught in a thrombus, or it is possible that a clot turned into fibrin formation which again caused the unexpanded filterlegs and hereby the migration of the filter to the heart. Filter migration is an uncommon but known risk in the literature. Monitoring of similar events will continue. No further action is taken.